Event description:
The device was used during a colon resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device & complete the procedure. The hospital has reported no pt injury occurred.